Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this device was emitting tones. Remote interrogation confirmed out-of-range shock impedances. The health care professional (hcp) noted that tachy therapy was previously turned off and the beeper was deactivated. Boston scientific technical services (ts) noted that out-of-range shock impedance had been left on. The hcp noted they will call the patient back in and turn off beep on oor shock impedances.